Manufacturer narrative:
Conclusion information: an investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav shunt system. Our traceability indicates that the shunt system was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to the adjustment difficulties is only possible by an examination. Actions: no further actions are required as a result of the complaint.

Event description:
No product was send.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav shunt system (#fv439t) was implanted. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.